Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm during the night. The patient presented to the hospital the day after to check on the pump. Log files revealed that the speed decreased until 2000 rotations per minute (rpm). Low flow alarms were noted.

Event description:
Additional information was received that no cause for the alarms was identified but potentially could have been a percutaneous lead issue. X-rays were taken on (B)(6) 2023. The patient was asymptomatic at the time of the alarms. A non-grounded cable was requested on (B)(6) 2023. No further low flow alarms had been noted. The patient was ongoing and stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the alarms resolved with the nongrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The account submitted an x-ray image for review. This image showed an area of potential deterioration of the metal braided shield on the external portion of the driveline. Evaluation of the submitted log file confirmed that the pump operated at or above the low-speed limit from the beginning of the log file until 00:27:05- 00:27:08 on (B)(6) 2023 when multiple low speed operation events associated with low-speed advisory alarms were captured while the patient was connected to the mobile power unit. Prior to and after the low-speed events, the pump appeared to function as intended. A specific cause for the low-speed events could not be conclusively determined through this evaluation, however the account reported that these events were likely attributed to suspected driveline damage, and based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B and the hm ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.